Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer was unable to update software. It was also indicated that the stylus was damaged and not functional, the electrocardiogram (ECG) connector was loose, and the case was broken. The programmer was repaired and returned to service. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to update software. The programmer was returned for service. There was no patient involvement.